Manufacturer narrative:
Continued h6 (health effect - impact code): f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding device return and device photos has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
A healthcare professional reported a rupture and a capsular contracture baker grade IV. This record relates to the right side. The device has been explanted.